Event description:
It was reported that the service tech was informed by an emt that the cot had tipped over and a pt may have broken an arm as a result. However, the customer stated that the cot tip was not due to any malfunction or defect in the cot and declined to provide further info on the alleged injury, or if any medical intervention was necessary.